Event description:
It was reported that a user on the first week of ilet therapy experienced hyperglycemia with ketones, disconnected from the pump, and administered subcutaneous correction insulin by pen; the pump was in a fill tubing state and the user was guided to shut it down and remain disconnected for at least two hours before reconnection, with lot numbers for inset, cartridge, and connector documented. Symptoms included high glucose and ketones. Outcomes included self-treatment with off-pump insulin and planned reconnection after guidance, without hospitalization. Investigation included user troubleshooting and education, assessment of infusion set and tubing during supply change, and collection of lot information; no bends or leaks were observed by the caregiver. Investigation of this case revealed no confirmed device or component malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.